Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was hospitalized and was bedridden for a long time, and also the catheter was used for a long time. The catheter should be changed on december 2, 2022, and the catheter was replaced. After catheterization, the leakage of urine was found at the conical irrigation port. Also the conical irrigation port of catheter cannot be connected with the infusion set for bladder irrigation. Then 30ml of liquid was injected into the balloon and continued to observe.

Event description:
It was reported that the patient was hospitalized and was bedridden for a long time, and also the catheter was used for a long time. The catheter should be changed on (B)(6) 2022, and the catheter was replaced. After catheterization, the leakage of urine was found at the conical irrigation port. Also the conical irrigation port of catheter cannot be connected with the infusion set for bladder irrigation. Then 30ml of liquid was injected into the balloon and continued to observe.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be due to over dipping caused stripping difficulty and torn funnels. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the valve may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and away from direct light, preferably stored in the original packing box. Caution: federal (USA) law restricts this device to sale by or on the order of a physician." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.